Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple instances of high out of range shock impedances on the right ventricular (rv) channel, the average impedances had been around 175 ohms and technical services (ts) recommended lead replacement as therapy might not be effective. This device remains in service. No adverse patient effects were reported.